Event description:
A patient was initially scheduled for battery replacement surgery due to a depleting battery. Information from the provider indicated the device may have been depleting prematurely, after only 2 years of implant, and the device was near end-of-service. Review of the data available in the manufacturer¿s in-house programming history database indicated the percent battery capacity used on (B)(6) 2016 was 7.911% and the battery voltage indicated the battery had not depleted at that time. Diagnostics results were within normal limits throughout the history. Review of the device manufacturing records show it was laser routed. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided that the device was received for analysis on the initial report. Date returned to manufacturer, corrected data: the date the device was returned to the manufacturer was inadvertently not provided on the initial report. Device evaluated by manufacturer, corrected data: the field was inadvertently not marked correctly for the status of device evaluation on the initial report.

Event description:
The explanted device was received for analysis, which is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. The diagnostics were as expected. An electrical evaluation showed that the device performed according to specifications. The generator performed according to specifications heartrate detection. The battery measured 2.726 volts. The downloaded data revealed that 40.669% of the battery had been consumed. With the generator case removed and the battery still attached to the pcba, the battery measured 2.692 volts. The battery was removed and was subjected to an electrical test and results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper was used for the removal of observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, an electrical test was performed. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to failed supply current conditions. Remaining residual material on the pcba edge resulted in increased current consumption out of specification for both standby and pulsing modes of operation.